Event description:
The customer reported the paddles work intermittently during shift check.

Manufacturer narrative:
(B)(4). There was no pt involvement. The customer isolated the issue to the external paddles. The paddles were replaced to resolve the issue. The customer did not provide any more info. Based on the customer¿s report, we will consider this a malfunction of the external paddles where the paddles did not work intermittently during shift check. As of (B)(4) 2012, the customer has not reported any further trouble with this device.